Event description:
Ge junction dilated, balloon was deflated but unable to extract from the scope. The scope was withdrawn from the patient using a wire cutter the balloon was cut and the catheter was removed.